Event description:
The customer contacted baxter's technical service center regarding the hp needing assistance with ending therapy on a homechoice (hc) during drain 1 of 5. The baxter technical service representative (tsr) stated that they needed to start over with new supplies as the home patient (hp) compromised the set when they disconnected themselves. The tsr walked the hp through ending therapy procedure, and instructed to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The patient disconnected themselves during therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.